Event description:
In february 2006, a clinical incident involving an rapid rhino device was reorted to arthrocare corporation. On june 1, 2005, the patient was treated with a rapid rhino nasal dressing following endoscopic sinus surgery and septoplasty. Two weeks following treatment, the patient returned for a first postoperative visit and was reported to show good healing. In august 2005, a CT scan confirmed the patient had an infection of the right maxillary sinus. In january 2006, the patient returned for treatment of infection of the left nasal cavity. In february 2006, the patient was placed under anesthesia to remove all the residual nasal dressing. The nasal dressing material was found embedded in the nasal cavity and the area was debrided to remove the residual nasal dressing material.